Manufacturer narrative:
(B)(4).

Event description:
The customer¿s son complained that the customer received erroneous inr results with coaguchek xs meter serial number (B)(4). The customer¿s son first attempted to test the customer and got an error message as soon as he inserted the test strip. He doesn¿t remember which error was displayed. The customer¿s son attempted to test the customer again on the meter and the result was 6.9 inr at 11:43 a.m. (Based on the meter memory, this result was at 11:42 a.m.). The son observed the qc check mark with this result. The customer¿s doctor was called and they requested the customer be brought in for a test to be run on their meter. Within 1 hour, the customer was tested on the doctor¿s coaguchek xs meter and the result was 5.1 inr. The test at the doctor¿s office was on a different hand. The doctor held the customer¿s warfarin based on the 5.1 inr result and advised the customer to re-test on (B)(6) 2017. The customer¿s therapeutic range is 2-3 inr. No adverse event occurred. The customer is feeling fine. The customer has no antiphospholipid antibodies, no hct issues and is not on any direct thrombin inhibitors or heparin. The customer has had no changes in diet, medicine or exercise. The meter and test strips were requested for investigation. The meter and strips were returned. Based on the meter memory, additional test results from around the time of the event were 6.7 inr at 11:47 a.m. And 6.9 inr at 2:19 p.m. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1: master lot and retention meter: 2.3 inr. Donor #1: customer¿s strips and meter: 2.3 inr. Donor #2: master lot and retention meter: 2.7 inr. Donor #2: customer¿s strips and meter: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 152885-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.